Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Expired test strips were returned for evaluation - unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 120, 234 and 380 mg/dl and from result obtained of 197 mg/dl. Customer also reported he had obtained back to back blood test results of 305, 240 and 120 mg/dl fasting; customer had not used the proper testing technique. The customer¿s expected am fasting blood glucose test result range is 85-120 mg/dl, expected am non-fasting blood glucose test result is 150 mg/dl and expected pm non-fasting blood glucose test result is below 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/27/2020 (expired) and open vial date is (B)(6) 2021. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 145 mg/dl and 147 mg/dl using truemetrix air meter. The meter memory was reviewed for previous test result history: (B)(6).